Event description:
Bedside nurses reported the equipment / sensor attached to pt to be faulty. Cticu nurse requested that balloon pump piece attached to pt be retained in the operating room and returned to the equipment rep for further investigation. FDA safety report ID # (B)(4).